Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k101880.

Event description:
It was reported that the implant at tooth site #19 was missing the center screw. No center screw in packed implant, so implant fell out when dr placed carrier. Procedure was completed using another implant. There was a delay during the procedure, had to get additional rda to open cabinet to retrieve another and open.

Manufacturer narrative:
Zimvie received one (1) tsvtwb13, (imp,tsv,4.7,13,mtx,mg) for evaluation. Visual evaluation was performed. The returned implant / packaging matched the reported implant. The tamper seal / ring was broken. No damage and slight markings on implant due to usage. Mount screw is present and threads into implant as intended. Cal4063 due 30 may 2025. The coob is non-verifiable as the condition of the implant / packaging when received by the customer is unknown / non-verifiable. DHR review was completed for the subject lot number 1288595. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1288595 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : packaging : incorrect component quantity.¿ the customer did not submit images for the reported event. Based on the investigation, the most likely root cause determined was improper handling of devices/packaging outside of zimvie controls. Therefore, based on the available information, a device malfunction could not be verified. The returned implant / packaging matched the reported implant. The tamper seal / ring was broken. Mount screw is present and threads into implant as intended, however, we cannot confirm that this is the original reported screw. The coob is non-verifiable as the condition of the implant / packaging when received by the customer is unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.